Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the malfunction was likely caused by a defective a-rubber. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported fraying of the distal sheath during reprocessing involving an olympus colonovideoscope. There was no patient involvement reported.